Event description:
The customer's mother stated that the customer was hospitalized for high glucose and the reading was 500 mg/dl. The customer was vomiting and had ketones when he was admitted. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The mother and doctor both felt that the insulin pump should be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.